Manufacturer narrative:
Device eval requested from mfg site but not yet begun. Complaint unit not rec'd by MFR for eval at this time.

Event description:
A female pt reported experiencing a "toxic reaction" reported as possibly related to her acuvue oasys contact lenses or complete moisutreplus multi-purpose solution. She had used the brand of solution before without any problems, and had used this particular unit 2-4 weeks before symptoms of ocular redness, tearing and sensitivity to light began in 2006. (Details regarding pt's lens regimen were not provided at the time of this report.) She went for a walk-in ER clinic. The clinic dr thought she may have keratitis (no culture taken), prescribed antibiotic eye drops (name unk) and told her to see a specialist. The symptoms were so bad that she couldn't wait to see the specialist and had to go to the hosp ER. The ER dr did not know what was causing the reaction, said it could possibly be "keratic conjunctivitis" (no culture taken). The ER dr told her to discontinue the antibiotic eye drops from the clinic, and prescribed different eye drops (type/name unk) and an eye ointment. The pt saw a specialist at the "eye institute". He was going to take a culture, but the pt couldn't handle it because her eyes were so irritated she thought she was going to faint. The specialist said it appeared to be a toxic reaction due to contact lens wear, either from the lenses or the solution. He took her off all other medications and told her to use preservative-free eye drops instead. He reportedly thought she may be reacting to preservatives. He told her to discontinue lens wear for two weeks and returns for f/u. As of 2007, the symptoms had abated, but her vision was not back to normal yet (about 90% recovered.) She had just started driving again. Spoke to pt, she has fully recovered.